Manufacturer narrative:
H2) device evaluation: d9 updated. H3, h6: a software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the manufacturer representative checked the gpu crash dump in the system logs on the date of the issue. Also, observed gpu memory issue multiple times including, "problem handling new gpu memory data" in the navigation task after that gpu crash occurred and this might have caused the reported behavior. Analysis found that the issue was related to the software. B01, c10, d18 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that there were six separate instances where the system became unresponsive during six separate spine cases using a navigation system with an imaging system. (B)(6) said that the system became unresponsive for "almost every case." For this instance, the site said it became unresponsive about 5 minutes after registration into navigation. After rebooting the system, the surgery completed as expected. One countermeasure to address unresponsiveness is to delete unused patient archives. There was a delay of 10 minutes. There was no impact on the patient's outcome.